Event description:
It was reported that unspecified bd infusion set was occluded the following information was received by the initial reporter with the following verbatim it was reported by customer that when it is running at 2, 4, and 6 milliunits it keeps saying occluded until the nurses get up over 8.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of flow issues and occlusion at low flow rates could not be verified due to the product not being returned for failure investigation. The root cause of this failure could not be identified without a failure investigation. A device history record review could not be performed because the lot number is unknown.